Event description:
During routine testing at the manufacturing facility of an fx15 oxygenator, product issues were found. It was discovered that under certain conditions the blood was held up between the vr filter inside the reservoir and the back inside surface of the reservoir. The held up blood would flow rapidly down the ribs, or grooves, of the reservoir and air could be seen being pulled into the flow pattern at the entrance of some of these ribs. The conditions at which this phenomenon had been witnessed were high flow rates over approximately 3 liters/min, low operating levels in the reservoir below approximately 100ml, high holdup in the vr of roughly 500 ml, and when the filter was positioned in such a way as to maintain an optimum gap between the filter and reservoir surface. No pt involvement as this occurred routine testing.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on 02/25/2015. The reported event occurred during the manufacturer's product testing. A review of the device history record revealed no production related problems. Air handling tests were performed and it was noticed that the venous filter was entraining air at certain process parameters. The test was conducted using bovine blood since, in many instances, is a good simulation of human blood for product performance. However, upon retesting with human blood, the same air entrainment did not occur. It appears that the properties of the bovine blood were causing excess hold-up inside the venous filter. This hold-up was causing the filter to bulge out and come in contact with the reservoir housing resulting in air entrainment; therefore this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).